Event description:
According to the info received, the pt experienced angina and had two stenotic arteries. The pt was "asymptomatic of the valve". The valve was explanted and replaced with a 23aecs-102.